Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual and microscopic inspections were performed, and a kink was observed in the sheath assembly. Moreover, twist was observed in the imaging window assembly. Based on analysis of the returned product, the reported allegation could be confirmed, since the kink found during the visual test could have contributed to the reported issue.

Event description:
Reportable based on device analysis completed on 28oct2024. It was reported that device kink occurred. The target lesion was located in the tortuous and heavy calcified vessel. An opticross 18 imaging catheter was selected for percutaneous transluminal angioplasty (pta). However, during the procedure, it was noted that the device got kinked while following the guidewire into the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a twist in the imaging window assembly.